Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow up report. (B)(4). Device evaluation: the device was sent to a carefusion authorized service center in which the unit was field serviced and confirmed that the "select" button was non functional. The 3rd party service technician reported replacing the membrane and overlay to the device to repair it. No components were sent back to carefusion for further evaluation.

Event description:
The customer reported regarding select switch was not working. There was no patient involved and there was no harm to any patient or clinician in related to this event.